Event description:
It was reported that the autoclavable camera head exhibited interrupted image transmission. The issue was found during inspection for use of the device. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on camera unit, misalignment of coupler unit, image cannot be displayed, poor watertightness. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on camera unit, the endoscopic image cannot be displayed. Due to damage on cable unit watertightness. Is lost. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.